Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve procedure, the stapler did not close the jaws of reloads properly. They replaced the stapler to complete the case. There was no patient injury.